Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that when an image is recalled, it does not match the thumbnail view. There is no report of death or serious injury associated with this event.